Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2022. On (B)(6) 2022, the patient experienced a skin reaction with redness and a 4 inch diameter area of infection extended beyond the patch perimeter. The area was sore, tingly, and very sensitive and occurred 3 days after the sensor had been inserted into the thigh. The patient consulted a physician who prescribed 100mg doxycycline to be taken twice daily for 10 days. No photo was provided. There was no documentation of examinations or laboratory test performed. At the time of the report, the patient stated the infection is healing. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).